Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Customer required assistance from spouse who provided sugar pills and fed customer the carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.